Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure, stent dislodgement occurred. The physician was attempting to treat a 99% stenosed lesion located in the non-calcified, moderately tortuous mid rca (right coronary artery) with a 4.00x16mm liberte bare stent. The lesion was pre-dilated with an unk 2.5mm balloon catheter. The liberte sds (stent delivery system) was able to cross the lesion without difficulties. While the sds was being inflated to 4 atms, the pt emitted a large cough. This caused the entire system (guide catheter, guidewire, and sds) to slip from the lesion. The stent dislodged from the sds and came to rest at the ostium of the proximal rca. The stent was retrieved successfully with a gooseneck snare. The procedure was completed with the implantation of another 4.00x16mm liberte bare stent. The pt was asymptomatic during procedure. There were no reported pt complications. The pt status is listed as "good".